Event description:
It was reported that a user called to report a blood glucose of 255 mg/dl without symptoms while using the ilet system, and troubleshooting and education were completed. Symptoms included no reported clinical effects. Outcomes included no significant impact, with no hospitalization or medical intervention reported. Investigation included review of device alerts and user-reported history. Investigation of this case revealed no confirmed device malfunction or component failure based on available information, and no alarm beyond routine system status was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.